Manufacturer narrative:
Device passed the sleep current measurement, active current measurement self test and displacement test. No failed battery test alarms or blank display noted during testing. Device functioning properly. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a blank display. Customer stated the battery was low the night before and waited the next day to replace the battery, received failed battery and now it would not turn on. Customer was using the recommended battery. Customer states the contacts on the battery cap are neither missing nor damaged. Customer was advised to replace the battery but the display did not return. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.